Manufacturer narrative:
A device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates this is the twelfth complaint received against the components of the reported lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a leakage occurred from the valved trocar cannula during a combined cataract and vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no patient harm. The product sample has been requested.